Event description:
This report is based on information provided by field service engineer fse, bench engineer and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the ac (alternate current) charging indicator is not turning on when charging the device. Tactical mode was switched on with alarm leds activated. Advised customer to turn tactical switch off and ac indicator functioned as expected.